Event description:
New information received notes that more oversensing of noise was observed via remote transmission. The patient was brought into clinic and the therapies were programmed off. The lead was successfully explanted and replaced without complication. There were no adverse patient events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Review of the stored egms revealed noise. The lead remains implanted and will be reprogrammed to function as a single coil lead. There were no adverse consequences to the patient. The patient will continue to be monitored monthly via remote transmission.